Event description:
Complainant alleged that during a routine shift check, the device would not power up or give any indications of the power-up sequence. There was no pt involvement during the reported malfunction.